Event description:
It was reported that the pump shut down unexpectedly. During troubleshooting, the customer confirmed that they were able to turn the pump back on and resume insulin therapy. Customer declined to troubleshoot the issue further with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.